Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device won¿t turn on/off.

Manufacturer narrative:
Additional information: d10 corrections: g4, h6 (method, results, conclusion). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure with the unresponsive key on the keypad. A review of the device history record for (B)(6) was performed from (B)(6)2018 to (B)(6)2020 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device won¿t turn on/off.